Event description:
A separated lentulo was returned as part of another complaint investigation; neither further detail relating to the event nor outcome of the event is known as of this report.

Manufacturer narrative:
While it may be possible that a lentulo could separate and become lodged in a canal and require surgical intervention to remove (and therefore to preclude a serious injury), this outcome is unlikely as the lentulo is used to place cement in the canal after it has been cleaned and shaped (i.e. The separated piece would most likely be retrieved easily or incorporated into the fill with minimal risk of future infection). However, since separation of a lentulo resulted in a serious injury within the past two years, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, visually inspected and found to have separated 11.5mm from the tip. It was noted that the device did not appear worn and that the color rings were not damaged. The separation was determined to be a result of fatigue.